Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) on february 6, 2009. The patient had missed their follow-up appointment and the device was interrogated and had a monitoring voltage of 2.61 volts and a charge time of 26.1 seconds. This device was listed on the shortened replacement window (srw) advisory; however was not exhibiting advisory behavior; rather seemed to be exhibiting an extended charge time issue. Technical services (ts) recommended replacement. No adverse patient effects were reported. Subsequent information indicated that this device was explanted, replaced, and returned for normal battery depletion.

Event description:
Reportedly, the patient died on an unknown date due to unknown reasons. Date of death is unknown; therefore, the aware date is being used as the occurrence date. No further details were provided. No explant or autopsy was reported. The device will be not returned. Information was learned from implant patient's registry.

Manufacturer narrative:
No customer letter is required. No additional information was provided. This was determined reportable per edwards lifesciences procedures. DHR review has been started..

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.